Event description:
It was reported that the user received an urgent low glucose alert shortly after restarting the ilet following an overnight disconnect, performed a fingerstick that read 196 mg/dl without having eaten dinner, and reported a prior low of 54 mg/dl with unclear cause; troubleshooting and education were completed. Symptoms included no clinical signs or conditions, and the report involved hyperglycemia based on the concurrent elevated fingerstick value. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a specific device component and an undetermined medical device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.